Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. A review of the downloaded electronic records was performed and the reported issue was verified. After replacing the power pcb assembly, battery power cable assembly, battery pins, and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to worn battery pins and corrosion on pcb-mounted jack connector, designator j11, on the power pcb assembly, and cable-mounted plug connector, designator p11, on the battery power cable assembly.

Event description:
The customer contacted physio-control to report that their device had unexpectedly power cycled during pacing. There were no reports of patient use associated with the reported event.